Manufacturer narrative:
Addendum to the initial report. This supplemental emdr is being sent to show that there was no date of excision for the ventralex mesh. As was originally reported the patient underwent additional surgery to "repair the hernia defect and removed it." At this time it is unclear what the surgeon is referring to when it is stated that they "removed it." With the current information available no conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. Based on the legal claim which states "the patient underwent an additional surgery to repair the hernia defect and remove it," it is unclear at this time if the hernia repair was due to the recurrence of the original hernia. Recurrence is listed as a known possible adverse reaction in the instructions-for-use. Based on the information provided it is unclear at this time what was removed in the (B)(6) 2015 procedure. With the current information available, no definitive conclusion can be made as to the extent that the device may have caused or contributed to any post op complications. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum: this is an addendum to the initial MDR submitted (MDR no:1213643-2017-00271). This supplemental emdr is submitted to report the additional patient information (dob, age, history) and event details provided in medical records. Based on the information provided in the medical record, no conclusions can be made. The patient experienced recurrent hernia and underwent surgical intervention about 1 year post-implant. There are no medical records provided beyond this time, therefore the patient¿s clinical course is unclear. Based on the information received, there is no way to determine whether the bard ventralex mesh may have caused or contributed to the problems experienced due to the patient¿s medical history, surgical history and limited clinical information provided. A review of the manufacturing records was performed and found that the lot was manufactured to specification. The instructions-for-use supplied with the device lists adhesion and seroma as possible complications. Should additional information be provided, a supplemental emdr will be submitted. Note: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : not returned.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2013 - the patient underwent surgery for repair of a ventral hernia. A ventralex hernia mesh was implanted to repair the hernia defect. (B)(6) 2015 - the patient underwent an additional surgery to repair the hernia defect and remove it. Patient was allegedly injured severely and permanently. The attorney alleges the patient experienced pain, additional surgical procedure, disability and explant. Addendum per medical records and plaintiff profile form: (B)(6) 2013 - the patient with a history of incarcerated ventral hernia was diagnosed with recurrent incisional hernia in left lower quadrant and underwent a surgery. Per the operative notes, ¿incision was made directly over the region of concern and carefully dissected down such that the hernia sac and the defect were able to be identified and isolated. The defect itself measured approximately 4 cm in its largest dimension. A size 8 cm mesh (ventralex mesh) was used and fixated into the defect and circumferentially fixated using interrupted prolene sutures.¿ (B)(6) 2015 - patient presented with recurrent left-sided ventral hernia and increasing pain. (B)(6) 2015 - patient underwent an laparoscopic hernia repair. Based on the operative notes, ¿upon entering into the abdomen the patient had pervious hernia repair. In the left lower quadrant where the defect was able to be visualized with some surrounding adhesions. These were taken down using both blunt and sharp dissection. Suitable size mesh (non-bard/davol physiomesh) was then used and fixated and placed into the abdominal cavity where it was fixated circumferentially using interrupted tackers.¿ note, based on the information provided, it does not appear that the ventralex mesh was removed during the revision procedure. (B)(6) 2015 - patient had multiple follow-up visits for severe left lower quadrant abdominal pain. CT abdomen & pelvis (date unspecified) showed no visible hernia and conservative management with zorvolex was advised. The patient had complaints of an abdominal mass on (B)(6) 2015. (B)(6) 2015 to (B)(6) 2017 - patient had multiple follow-up visits for abdominal pain, recurrent ventral hernia and had imaging tests performed. During a visit on (B)(6) 2016, the patient wished to discuss surgical repair. The patient was advised to lose weight for surgery to be performed and to avoid recurring hernias attorney alleges that the patient had adhesions, pain and hernia recurrence.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. Based on the legal claim which states "the patient underwent an additional surgery to repair the hernia defect and remove it," it is unclear at this time if the hernia repair was due to the recurrence of the original hernia. Recurrence is listed as a known possible adverse reaction in the instructions-for-use. Based on the information provided it is unclear at this time what was removed in the (B)(6) 2015 procedure. With the current information available, no definitive conclusion can be made as to the extent that the device may have caused or contributed to any post op complications. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2013 - the patient underwent surgery for repair of a ventral hernia. A ventralex hernia mesh was implanted to repair the hernia defect. On (B)(6) 2015 - the patient underwent an additional surgery to repair the hernia defect and remove it. Patient was allegedly injured severely and permanently. The attorney alleges the patient experienced pain, additional surgical procedure, disability and explant.